Manufacturer narrative:
Exact date unknown, event occurred in january 2024.

Event description:
It was reported that the patients battery site was hurting. It was also noted that the patient was unable to charge the ipg. The patient underwent a revision procedure wherein the ipg was replaced, and pocket site was relocated. The patient was doing well postoperatively. The explanted device will not be returned as it was discarded by the facility.